Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high"; cause was unknown. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.